Event description:
It was reported that a flogard infusion pump was observed with an insert slide clamp alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection, functional and battery testing and an event history log review. It was determined that the cause was an inoperative/defective safety slide clamp assembly. The safety/slide clamp assembly was replaced to resolve the issue. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.